Event description:
In 2003: pt receives abdominal aortic aneurysm graft. Device is placed without issue, and the pt recovers normally. A month later: pt has presented with back pain and fever. Pt diagnosed with pyelonephritis and sepsis, with pulmonary embolism. A week later: pt admitted with decrease appetite. Abdominal ultrasound revealed a large pseudoaneurysm, with large flow through the pseudoaneurysm and less through the graft. The pt was transported for endovascular repair.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.